Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem ("reinsert battery" messages) was confirmed. The monitor's battery connector pins were bent, preventing the batteries from being plugged into the monitor. The cause for the bent battery pins was not positively identified but was likely due to a misalignment problem when the pt inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the bent pins. The pt was sent a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor displayed 'reinsert battery' messages. The pt was given a replacement monitor.